Event description:
It was reported that a system error 2240 alarm (air in line) occurred on the homechoice device during dwell cycle four of five of peritoneal dialysis (pd) therapy. The home patient was connected at the time of the alarm. The technical service representative (tsr) assisted the patient with clearing the alarm. The tsr advised the patient to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) in order to complete the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.